Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an MRI of their shoulder the thursday before the report. The patient was put in the scanner and after the 30 second ¿scout¿, the patient noted they had a ¿funny feeling¿ and at that time it was discovered that the patient had an ins system. The caller reported that the patient didn¿t think of it because they have had scans of their other shoulder and back in an outside facility in the past. The caller noted that they left a message for the patient¿s managing physician the day of the call. It was noted that the change in symptoms was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.